Manufacturer narrative:
The device was returned to olympus for inspection. The following fields were updated: d8, d9, h3, h4, h6. Based on the results of the investigation, a definitive root cause of the distal end cover being detached could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the distal end of the cysto-nephro videoscope became detached. The reported malfunction occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.